Manufacturer narrative:
This report is being supplemented to provide additional information based the customer provided cleaning disinfection and sanitization (cds) practices, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date:(B)(6) 2024. Sampling from: tip. Cfu:no detection. Bacterial identification:n/a. Sampling from: forceps channel/suction channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: aw channel. Cfu:0cfu. Bacterial identification:n/a. Sampling from: sub-water channel. Cfu:0cfu. Bacterial identification:n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it cannot be denied that the reprocessing may have been insufficient due to deviation from the instruction manual as the following deviations were found: pre-cleaning is not performed immediately after use and the automatic endoscope reprocessor water quality is not controlled. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.